Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had water in it was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device neuro tip was bent, was difficult to disassemble and was corroded. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the craniotome attachment device had water in it. During in-house engineering evaluation, it was determined that the neuro tip was bent/damaged, was unable to disassemble, and there was corrosion/rusting/pitting. It was further determined that the device failed pretest for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.